Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the moderately calcified and moderately tortuous left cephalic vein. The physician placed the 6.0 x 40/40 otw sterling balloon dilation catheter in the intended position and inflated the sterling balloon one time to an unspecified number of atms, however, the balloon ruptured during the first inflation. The physician removed the sterling outside of the patient and noted a pinhole rupture. Another of the same device was used to successfully complete the procedure. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Microscopic examination of the returned device revealed a balloon pinhole located 3cm proximal from the distal tip. An inspection of the remainder of the device revealed no other damage or manufacturing irregularities that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the moderately calcified and moderately tortuous left cephalic vein. The physician placed the 6.0 x 40/40 otw sterling balloon dilation catheter in the intended position and inflated the sterling balloon one time to an unspecified number of atms, however, the balloon ruptured during the first inflation. The physician removed the sterling outside of the patient and noted a pinhole rupture. Another of the same device was used to successfully complete the procedure. No patient complications were listed and the patient's status was reported as 'good'.